Manufacturer narrative:
Batch review performed on 13-oct-2022: lot 187672: (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 2023-nov-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Date of manufacturer alerted corrected with 7 october 2022.